Event description:
On (B)(6) 2013, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, computed tomographic angiography reportedly identified a suspected proximal type I endoleak with slight enlargement of the aneurysmal sac (amount unknown). The cause of the endoleak was not known. On (B)(6) 2015, the physician conducted an aortogram to determine whether an endoleak was still present, and whether the potential leak was a type I or type ii. The physician determined that the leak was most likely a proximal type I endoleak, and elected to implant a 26mm x 3.3cm aortic extender component below the renal arteries. According to the physician, the endoleak "appeared to be better" post-implant. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant product(s): patient medications include amlodipine, aspirin, atorvastatin, cvs fish oil, lisinopril, metoprolol, mvi, sertraline hcl, and tamsulosin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.